Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported that since tuesday the wireless recharger (wr) was not maintaining a connection with the implanted neurostimulator (ins). The caller stated that the wr would make a connection to the ins and charge it for a few seconds, then the wr would lose coupling and start searching for the ins. The caller noted that the patient had no issues charging the ins on monday, so they weren't sure why the coupling issue was so persistent. The caller mentioned that the patient had a small fall in may, but they don't think it impacted the ins because they had been able to get good coupling until tuesday. The caller stated that the patient has not had any falls since may. The caller reported the coupling issue to manufacturer representative yesterday evening, and had the caller reset the wr by holding down the power button for 60 seconds then releasing it. However, the coupling issue persisted so the rep advised the caller to call patient services and request a replacement wr. During the call, the caller mentioned that the wr had been dropped once but not recently, and no damage was reported. Agent had the patient start an ins charging session and the coupling issue persisted. The patient's ins was 50% charged at the time of the call per the recharger app, but the caller was worried about the reliability of the wr. Agent had the caller reset the wr and reposition the wr several times, but the coupling issue persisted. The caller mentioned that they had an adhesive disc on the wr because that seemed to be the only way they could get the wr to stay in position over the ins. The caller also noticed at times that the wr indicated that it was connected to the ins and charging it even when the wr was not positioned over the ins. The issue was not resolved. A request was sent to the repair department to replace the wr. The caller was advised to have the patient meet with their hcp to have the ins checked if the coupling issue persists with the replacement wr. The caller also mentioned that the wr has always been finicky when it comes to coupling, and in the past a manufacturer rep assisted the patient in finding a position that usually works. The caller mentioned that the ins tends to naturally move ever so slightly throughout the year, then they retracted this statement and said they don't know if it actually moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.